Event description:
A complaint was received regarding a sensor error message while scanning the adc device on day 1 of wear using freestyle libre 2 app. As a result, on (B)(6) 2022, the customer experienced symptoms of hypoglycemia and had a loss of consciousness and was provided with "insulin" syringes by a non-hcp for treatment. Additionally, hcp blood glucose tests of "8.4 / 9.6" were provided by the customer. Please note that the treatment of insulin is inconsistent with hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.